Event description:
It was reported that an angio-seal was deployed in the right common femoral artery post diagnostic procedure and pre-insertion angiogram. The estimated diameter of the patient's artery was greater than 5mm. A 6f procedural sheath was used. No peripheral vascular disease, scar on fibrotic tissue were noted at the puncture site. Extra heparin or blood thinners were not given to the patient. The patient ambulated 4 hours post procedure and was discharged the next day. Two days post angio-seal deployment, a pseudoaneurysm was diagnosed. The patient was re-admitted to the hospital because the groin had become infected. The patient experienced blood loss and received a blood transfusion. The angio-seal device was surgically removed and the artery repaired. The patient was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage or redness and/or warmth at the site.